Manufacturer narrative:
Product analysis: analysis of the programmer found that there was damage on the touch screen. It was noted that part of the lines of the touch screen to the right of this damage were not functional. The upper and lower bullets were missing. The cord bay was broken: both latches were broken. The tip of the stylus was bent but the stylus was working correctly. The latch media bay door was damaged. The keyboard and both keyboard hinges were broken . Both keyboard cover sliding rails were broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer which returned into service subsequently tested out of specification during manufacturer analysis. There was no patient involvement.